Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that coil detachment occurred. The target lesion was located in the iliac artery. A 14mm x 30cm pe f-idc coil was selected for use. During advancement and positioning, the connection between the coil and the shaft was fractured suddenly and the coil was detached. The procedure was completed with another of the same device. There were no patient complications as a result of this event.